Event description:
Boston scientific received information that this patient developed a pneumothorax after the implant procedure. Fluid had to be drained. The device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.